Event description:
It was reported that on (B)(6) 2025, a 15mm amplatzer septal occluder was selected for implant. The dimensions of the defect were 12-17. The sizing of the device was determined via transesophageal echocardiogram (tee). During implant, echocardiogram was utilized and the device was released after successful stability check. No leak was observed. However, fluoroscopy showed that the device shifted in position and then embolized to the ascending aorta. It was retrieved successfully via percutaneous removal. The user believed the cause of device embolization was "weird defect and undersized." The patient was reported to be in stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device migration (embolization) during the implant was reported. Information from the field indicated during implant, the device shifted in position and then embolized to the ascending aorta. Field indicated that the stability check was performed, no leak was observed and there were no difficulties in the procedure and no multiple recaptures. Field also indicated that patient was a congenital baby with multiple heart surgeries. Abbott requested for imaging of the procedure, but this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The physician believes that the cause of device embolization was "weird defect and undersized." Based on the information, the cause of the device embolization could not be conclusively determined. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.